Event description:
During the procedure, the lens broke in the eye. After the lens was folded and the first haptic and optic were placed in the eye, the trailing haptic was noted to have snapped off the optic. The lens was removed and the new one was placed. This did not cause any negative effects on the patient's outcome.